Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change. There was no reported patient injury. The user had been trained and had many years of experience in its use. A 5f non-cordis sheath was used. The device was used after performing a cerebral angiography. After connecting the device with the sheath and retracting it at an angle of 30-45, the color did not change, and the plug button could not be released after blood flow was reduced. Additional information was requested but not provided. The device will be returned for analysis along with 9 sterile devices.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not deploy. There was no reported patient injury. The user had been trained and had many years of experience in its use. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The diagnostic procedure used a retrograde approach. A 5f non-cordis sheath was used. The device was used after performing a cerebral angiography. After connecting the device with the sheath and retracting it at an angle of 30-45, the color did not change, and the plug button could not be released after blood flow was reduced. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color or change during retraction. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. When the device was removed from the patient, the indicator wire loop did not deploy or show. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿normal¿. Other procedural details were requested but were not provided. The device will be returned for analysis along with 9 sterile devices.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, b7, g3, g6, h1, h2, h3 and h6 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not deploy. There was no reported patient injury. The user had been trained and had many years of experience in its use. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The diagnostic procedure used a retrograde approach. A 5f non-cordis sheath was used. The device was used after performing a cerebral angiography. After connecting the device with the sheath and retracting it at an angle of 30-45, the color did not change, and the plug button could not be released after blood flow was reduced. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color or change during retraction. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. When the device was removed from the patient, the indicator wire loop did not deploy or show. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿normal¿. Other procedural details were requested but were not provided. Nine sterile exoseal vascular closure devices (5f) involved in the reported complaint were returned for investigation inside a sealed pouch bag. Visual inspection of the devices showed that the deployment levers were not depressed, while the guards were not locked. The plugs were in the manufacturing position and the indicator wires were found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator windows were received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. Additionally, a non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. For the sterile units, the indicator wires were deployed as expected during the simulation, and no issues related to the reported event were observed. Additionally for the non-sterile unit, no functional deployment simulation evaluation could be performed, as the unit was received with the indicator wire already deployed. Nevertheless, the guard was locked, and no resistance was felt on the mechanism. The reported event of ¿indicator wire deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received with the indicator wire deployed. The cause of the reported issue could not be determined since the received condition of the device did not match the description provided by the customer as it was received with the guard unlocked and the wire deployed. The reported event stated the guard was locked and the indicator wire was not visible upon removal from the patient. The sterile devices are functioned properly during the functional analysis with wire deployment and full deployment of the device. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.